Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all test performed. The ipg exhibited normal device characteristics. No complaints about the functionality of the devices were reported. (B)(4) (sn (B)(4)) no complaints about the functionality of this device were reported. Lead exhibits normal device characteristics. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that during a permanent implant procedure, it was determined that there was some pus that was coming out from the pocket site after the device system was put in. The procedure was aborted due to risk of infection and the device system was pulled out. It was believed that the infection was procedure related. The patient was administered an intravenous antibiotic.

Event description:
A report was received that during a permanent implant procedure, it was determined that there was some pus that was coming out from the pocket site after the device system was put in. The procedure was aborted due to risk of infection and the device system was pulled out. It was believed that the infection was procedure related. The patient was administered an intravenous antibiotic.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9218-55, serial #: (B)(4), description: precision m8 adapter, 55cm.